Manufacturer narrative:
On each of the following 6f, 12cm, maximum hemostasis introducer components was received for evaluation: hemostasis hub (with attached extension tubing and stopcock), and detached sheath tubing. No other components were returned. A blood like substance was seen on the returned components, and a clear liquid was present within the extension tube. The sheath tubing, 5.12" in length, was torn and flared on the proximal end, consistent with forcible detachment from the hemostasis hub. The reinforcing sleeve (extending 0.06" from the base of the hemostasis hub) was intact. The extension tubing had crimp-like indentations at 2.0" and 5.7" from the side port. No other anomalies were noted. Corrective measures were implemented to address sheath/hub separations. The maximum introducer IFU (instructions for use) caution that damage to the valve assembly may occur if the inner catheter is withdrawn rapidly. The maximum introducer IFU (instructions for use) caution that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
It was reported that after a successful percutaneous coronary intervention, the guidewire was advanced through the sheath without any resistance. Afterward, while trying to remove the sheath, the sheath and hub separated. There were no consequences to the patient.